Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found no signs of damage to the exterior or internal components of the unit. Engineering leak tested the unit with and found the unit functioned properly and met design specifications. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. The root cause could not be determined as engineering was unable to replicate the incident. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Although the root cause of the incident could not be determined, it is possible this incident was caused by the duckbill being caught in a temporary leak state due to the misalignment of the rubber flap components. This temporary leak state can be alleviated by inserting a device and resetting the rubber flap in the proper configuration. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "this is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation." Complaint sheet - "report from the sales rep: co2 gas leaked from the seal intensively during a procedure using olympus ltf-vh. Initial investigation report by (B)(4) olympus: the event unit was returned to olympus and visually inspected. No visible damage was found with the ddb, the septum and the shield. The unit will be returned to amr for further evaluation. (B)(4)." Patient status - no patient injury.